Event description:
It was reported that the transmitter was blinking red when connected to any charger. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to the depleted battery. The functional test could not be performed due to the charge anomaly. It was received with damage on all pins. Refer to medwatch 2032227-2014-37771 and 2032227-2014-37772.